Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 465 mg/dl, and she treated with an insulin pen. Troubleshooting was initiated for the no delivery. The customer ran a 5.0 unit fixed prime and insulin exited. The customer stated that her infusion set was in use for two days, and she was advised that the sure-t infusion set is only approved for two days of use and that an occlusion can occur thereafter; the customer stated that she uses sets for three additional days. The customer removed the infusion set and the cannula was not bent. The customer reconnected the tubing and primed, but the insulin pump alarmed no delivery. The customer was advised that the infusion set may have been occluded. The customer was advised to change the infusion set and reservoir and resume insulin pump therapy. An infusion set was returned for analysis a replacement reservoir and infusion set was sent to the customer.